Manufacturer narrative:
The device was received. Investigation is not complete. No information was provided; therefore, the box was left blank. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device door roller pin was missing. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.